Event description:
Boston scientific received information that a latitude red alert was detected from this system indicating pacing impedance measurements were greater than 2000 ohms. The boston scientific sales representative stated that the impedance measurements did decrease post implant. No x-ray was performed and the patient will be followed again in a few weeks. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received seven weeks after the initial red alert was identified stating that the impedance measurements were still high, however, but recently a good threshold was noted and excellent r-wave measurements. A boston scientific technical services consultant suggested some troubleshooting techniques and also recommended an x-ray. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system has been exhibited rising shock impedance and threshold measurements over the past few years. No adverse patient effects were reported.